Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that angina occurred. On september 2010, the patient presented with unstable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal left circumflex (lcx) artery with 80 % stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.00 x 8 mm taxus® liberté stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with chest pain and was hospitalized immediately. At the time of event, the patient was taking aspirin and prasugrel. The study drug was last taken on april 2013. No action was taken. On (B)(6) 2013, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Describe event or problem - updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2013, cardiac catheterization was recommended and the patient underwent left heart catheterization which showed moderate distal lad disease of 50%. The patient was given intravenous (IV) normal saline and continued on his home medications. The patient was recommended to follow up with his cardiologist in 1-2 weeks after discharge.